Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was admitted to the hospital for refractory anxiety/depression. It is unknown if there were any factors that may have led or contributed to the issue. The hospital inquired to practitioner about conducting electroconvulsive therapy (ect) and the physician asked them to contact technical support for clearance. It is unknown if actions were taken and unknown if the issue resolved.